Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, this pt underwent endovascular repair of an abdominal aortic aneurysm using a gore excluder aaa endoprosthesis trunk ipsilateral leg component and contralateral leg component. A kink in the trunk ipsilateral leg was noted on october 22, 2007, along with a type I endoleak. There also appeared to be insufficient blood flow to the pt's left leg. Fourteen days later, a reintervention took place correcting the type I endoleak and kink using an additional contralateral leg component.